Event description:
Factory analysis of the power supply revealed that a connector to a relay board was disconnected. This finding would result in the loss of the +24v supply during operation, which would result in a vent inop occurrence. Vent inop during use will alarm and stop providing ventilatory support to the patient.

Manufacturer narrative:
Power supply.